Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant plant: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into patient's left eye, however, was removed as the lens was scratched. There was no patient injury and no other intervention was required. Another lens of same model and diopter was used as the replacement. No further information was provided.

Manufacturer narrative:
Correction: section h6: medical device problem code: 2339 - inaccurate delivery code was incorrectly chosen in the initial report submitted (MFR (B)(4)). Therefore, it is being removed as it does not apply. Hence, this correction report is being submitted to capture this error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received crushed inside of the lens insert. The lens was cleaned, and scratches were observed on the lens. No further issues were identified with the lens. Conclusion: as a result of the investigation, the complaint issue was confirmed, however, it could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.